Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned, analyzed and visual summary analysis of the lead indicated stretching, the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the lead had high impedance. During the procedure to replace the lead the helix of the lead was found unable to retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.